Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a jl3.5 100 cm super torque plus catheter was found cracked prior to use. There was no reported patient injury. The device had previously been in a patient and was retained for investigation. The device will be returned for evaluation.